Manufacturer narrative:
Testing of 2 opened and used enlite sensors. 1 of 2 sensors failed for high readings and the remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had received 2 cal error and a change sensor alert. Customer stated that it was 4 days and the last sensor was for the same reason. Customer's blood glucose level was 296 mg/dl. Customer stated that she calibrated when her blood glucose was high and had treated it to come down from 585 mg/dl and the pump was 90 mg/dl. Bad sensor alert occurred after a 2nd consecutive cal error. The timing of calibrations leading to alert and calibration protocol was discussed. Customer stated that she is a brittle diabetic and is never stable. Customer stated that she was recently diagnosed for illness that caused her to lose weight and they are working to get the right cocktail. Customer also stated that she eats the same food at the same time and that her medication may cause high blood glucose levels even though she is hypoglycemic. Customer was advised to remove the sensor and change it out. No additional information provided.